Event description:
Follow-up information revealed the issue is resolved.

Event description:
It was reported the patient's ipg reached end of service. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.